Manufacturer narrative:
(B)(4). Batch # p92432 the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Not during the procedure. Please clarify, did the tip fall off the device during the re-operation? No, it broke apart from the 1st operation. Or, did this tip fall off the device in the original procedure, and then the patient had to be brought back for a re-operation? Correct. Please clarify, did the metal active blade break? Yes. Or, did the white tissue pad fall off? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. Additional clarification on the bleeding was requested but unavailable; please clarify what was determined to be the cause of the bleeding in the re-operation? How was the bleeding identified? Was this an area in which the harmonic device had been used? How was the bleeding corrected? What is the current patient status?

Event description:
It was reported that during an unknown procedure, operating on og first stage, while cleaning the tip it fell off. The patient had to come back to the theatre due to a bleeding vessel. Another like device was used to complete the procedure, which resolved the issue. There were no adverse consequences for the patient reported.